Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "channel error." Reported problem cause description: "door assembly cracked; latch assembly broken; defective pressure sensor; motor board not working." Hence, the work performed in the device includes: "replaced pressure sensor, motor board, door assembly, latch assembly." There was no patient involvement.